Manufacturer narrative:
Correction provided in: a2 age.

Event description:
T was reported that an artificial urinary sphincter (aus) was explanted due to incontinence. It was noted that there was a device fluid loss. A new device was placed, and no other patient complications reported.

Event description:
T was reported that an artificial urinary sphincter (aus) was explanted due to incontinence. It was noted that there was a device fluid loss. A new device was placed, and no other patient complications reported.